Event description:
A surgeon initially reported an occluded shunt. On 12/02/2010, additional info was received from the surgeon stating he does not feel the issue is due to the product, but he is unsure what is causing the occlusion. On 12/09/2010, additional info was received from the surgeon stating the occlusion did not occur during the initial implantation of the device. He stated he believes the occlusion may be due to small growth of cells or possibly a membrane that is causing the shunt to lose its patency. He reported the shunt was explanted. It is unk if a traditional trabeculectomy was performed or if another shunt was placed. Additional info has been requested. There are two medical device reports associated with this event. This is the first of two reports.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested via mail on 12/01/2010, via fax on 12/01/2010, via phone on 11/29/2010, 12/02/2010 and 12/09/2010; and via e-mail on 12/01/2010. (B)(4).